Manufacturer narrative:
(B)(4).

Event description:
It was reported that the after the implant procedure, it was noted the patient developed pericardial effusion. The patient later presented to the hospital on (B)(6) 2015 for a pericardial tap to drain the effusion. On (B)(6) 2015 the lead was successfully explanted and replaced. The patient would continue to be monitored.